Event description:
It was reported that after pre-dilating a mildly calcified, concentric, 90% stenosed, de novo lesion in the mildly tortuous proximal left anterior descending coronary artery with a 2.75x15 non-abbott balloon catheter, a 2.75x33 rx xience xpedition stent delivery system (sds) was selected for use in the lesion. While unpackaging the rx xience xpedition sds, when removing the protective sheath with resistance felt, the stent dislodged and was found adhered to the inside lumen of the protective sheath; the stent implant is also stretched. The sds was not used for the procedure. A 3.0x32 non-abbott sds was implanted instead. There was no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent implant damage and dislodgement were confirmed. Difficulty/resistance removing the protective sheath could not be tested as the sheath was already removed and the stent implant was dislodged. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.